Event description:
It was reported that within four months, the device longevity went from a projected 39-54 months to a status of eri (elective replacement indicator). The patient is paced less than 10% of the time and did not exhibit any symptoms. The device was explanted and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.